Event description:
The customer reported a motor error alarm during a bolus delivery. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test, and alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to complete the functional test due to the motor error alarm.